Manufacturer narrative:
(B)(4). Date sent 11/11/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was there power to device prior to firing? Was there any difficulty in installing the battery? Was the gap setting scale window illuminated? Was the decision to convert to an open procedure a result of the difficulty experienced with the device or were there other contributing factors? No issue with inserting the battery. Resident not sure if power was on or if the scale was illuminated. Yes, they had to open patient because they could not get the anvil off the device to remove it. Provide the specific number of patient events: one. Did the event occur during one or multiple patient procedures? One patient. What is the total number of procedures? One. Is the current patient status known? Patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Case time was extended and had to convert from robotic to open. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that device was being used to perform anastomosis and would not fire after it had already been inserted into the patients. Patient had to be opened to remove the device. Added 2 hours to operation time.

Manufacturer narrative:
(B)(4). Date sent 1/6/2026. D4 batch #693d48. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the cdh29p device was received with no apparent external damage and the anvil was not returned for analysis. The breakaway washer was not present and the device was fully loaded with staples. In an attempt to perform the functional test, the test battery could not be inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reached on the cause of the reported event, it is important to ensure the battery pack is fully inserted into the device by lining up the release tabs with the slots on the rear of the device, listening for an audible click, and confirming the tissue compression scale backlight is illuminated. Please reference the instructions for use for additional information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693d48, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device batch number 693d48, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # 693d48. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the cdh29p device was received with no apparent external damage and the anvil was not returned for analysis. The breakaway washer was not present and the device was fully loaded with staples. In an attempt to perform the functional test, the test battery could not be inserted. Also, a test anvil was attached on the device completely and without any difficulties. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reached on the cause of the reported event, it is important to ensure the battery pack is fully inserted into the device by lining up the release tabs with the slots on the rear of the device, listening for an audible click, and confirming the tissue compression scale backlight is illuminated. Please reference the instructions for use for additional information. The event reported of anvil issues not be confirmed as no anvil was returned and the test anvil was inserted and removed without difficulty. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 693d48, and no non-conformances related to the reported complaint condition were identified.